Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by refilling the tubing with original supplies and resuming insulin. No additional assistance was necessary, and the case was closed by technical support.